Event description:
Solicited call from patient's mom, who reported that her last batch of needle sets in the infusion set pouch did not work properly, but she had extra supplies on hand and so was able to give the hizentra infusion. Dates and details of event not specified. No missed dose or side effects reported. No lot number or expiration date provided. Unknown if patient/mom have defective needle sets on hand for return. No further information. Reported to (B)(6) by: patient/caregiver.